Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The company representative was able to resolve the reported event remotely with the customer. Therefore, the system was not tested (on-site). Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an oil infusion surgery, the viscous fluid controller (vfc) setting did not reach the maximum level in the ophthalmic system. The surgery was completed on the same day after removing a foreign substance that was stuck between the footrests, which had prevented the foot pedal from being fully depressed. There was no patient harm.